Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation and component codes), e1 (event site state). A gas loss alarm had occurred a few times and that a physician had adjusted the settings by lowering the augmentation bars by two. Nurse reported that the insertion site was subclavian. Esp personnel reviewed that this represents off-label use of the product and stated that only alarm causes could be discussed and troubleshooting will be provided from a femoral approach. Esp personnel then reviewed the possible causes of the gas loss alarm. Nurse stated that the alarm had not recurred since the physician adjusted the settings approximately one hour prior to the call.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period 80 msec and deflation period 250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.